Manufacturer narrative:
Sensory medical followed up with the parent on four (4) separate occasions on 10/29/2025 (2 emails), 10/30/2025, and 11/18/2025 (phone call) to request additional information relevant to the investigation. Sensory medical provided a return shipping label to the parent for return and examination of the damaged safety sheets. The damaged sheets were received and examined by sensory medical personnel. Two sheets were received. Both sheets appeared to have the same damage. The safety sheet zippers were ripped off at the seam. One sheet had a zipper tab removed from the zipper slider. Both safety sheets show fraying threads at locations of tears possibly representing force being applied in a ripping motion. The reported issue was confirmed through examination of the safety sheets, although the root cause could not be determined. Sensory medical provided replacement safety sheets to the parent. In follow up conversation with the parent on 11/18/2025 she stated the replacement sheets are working with no issues. The lot number for the safety sheets is 240815m26. The manufacturing records were reviewed. All required inspections were performed and there were zero nonconformances recorded in the DHR. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "Openings in and between bed parts can entrap the head and the neck." Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." Page 5 contains a parts list, which includes the locks and safety sheets. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 explains the key safety feature of the bed. The locks are provided to secure your safety sheet to the canopy and to secure your technology hub (or cloth cover if you're not using the technology hub) to the canopy. The s-clips are included to secure the canopy door zippers closed to prevent user elopement. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. On page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
The parent reported that their safety sheet became damaged and that their son fell through and eloped from the bed. The parent reported that her son sleeps in the corner of the bed, and over time the safety sheet ripped and the child fell through. The parent stated that both of their purchased safety sheets became damaged. After the initial event, the parent said she used regular sheets, and this allowed the child to elope further. The parent stated that she did not receive the safety sheet locks from her dme at the time of installation, but the child was not eloping due to the zipper. The parent provided seven (7) photos for sensor medical's investigation. The photos confirm that the safety sheet zipper was torn partially from the sheet fabric. Four photos display the safety sheet zipper torn away from the sheet fabric. One photo displays a portion of the safety sheet zipper sewing that came undone. There was no report of injury as a result of the event.